Event description:
It was reported that the patient was not able to adjust her stimulation and saw the "in the box" icon on the display. It was noted that the patient recharged her device on a daily basis and frequently used the antenna locate (al) feature. The patient further indicated that she rarely used the patient programmer. Additional information received reported that the impedances of the device were checked and "showed no new problems." No malfunction or cause of the issue was determined. No interventions were scheduled. It was noted that after interrogation with the clinician programmer, the system was "working fine and communicating with the patient's programmer."

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).